Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the product broke during use. A visual examination of the device noted the basket formation wires have been cut. The surgery continued without problems and there were no adverse effects reported.